Event description:
Case description: name:novopen 4, batch number : unknown. No investigation was possible, because neither sample nor batch number was available. Name: mixtard 30 hm penfill. No investigation was possible, because neither sample nor batch number was available. Since last submission, the case has been updated with the following. -investigation result updated. -imdrf codes added. -narrative updated accoringly. Final manufacturer's comment: 12-dec-2023: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. No other confounding factors identified. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. Patient's underlying medical condition of diabetes mellitus and increased body mass index are confounding factor for the development of hyperglycaemia. H3 continued: evaluation summary. Name:novopen 4, batch number : unknown. No investigation was possible, because neither sample nor batch number was available.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) hyperglycemia [hyperglycaemia] hardly pressed on push button [device malfunction] taking her dose with syringe [wrong technique in product usage process] case description: this serious spontaneous case from egypt was reported by a patient family member or friend as "hyperglycemia(hyperglycemia)" with an unspecified onset date, "hardly pressed on push button(device component malfunction)" with an unspecified onset date, "taking her dose with syringe(inappropriate drug extraction with syringe)" with an unspecified onset date, and concerned a female patient born in 1973 who was treated with novopen 4 (insulin delivery device) from unknown start date for "device therapy", mixtard 30 hm penfill (insulin human, insulin isophane) (dose, frequency & route used- 70 iu, qd(50 iu +20 iu at night), subcutaneous and regimen #2: 100 iu, qd (60u at morning and 40u at night) ongoing) from unknown start date and ongoing for "diabetes mellitus", patient's height: 170 cm patient's weight: 150 kg patient's bmi: 51.90311420. : current condition: diabetes mellitus (type and duration not reported), obesity. On an unknown date, due to hardly pressed on push button with novopen 4, patient had hyperglycemia with blood glucose (blood glucose) level of 700 mg/dl and hba1c (glycosylated hemoglobin) was 10%. Due to technical issue in novopen 4, patient was taking dose with syringe. It was reported that the patient will undergo open heart surgery and blood glucose needs to be controlled. Dose was increased 2 weeks ago and blood glucose become controlled. Before the experienced event occurred, the cartridge holder didn't detach from the pen body accidentally or intentional. Duration of use of the device was 10 years alternative etiology or other causes of hyperglycemia - due to missing doses and due to obesity. Batch number of novopen 4 and mixtard 30 hm penfill: were requested and unavailable. Action taken to mixtard 30 hm penfill was reported as dose increased. The outcome for the event "hyperglycemia(hyperglycemia)" was recovering/resolving. The outcome for the event "hardly pressed on push button(device component malfunction)" was not reported. The outcome for the event "taking her dose with syringe(inappropriate drug extraction with syringe)" was not reported. References included: reference type: e2b company number. Reference ID#: (B)(4). Reference notes: